Event description:
Device malfunction: clip mislocation. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right femoral artery after an unspecified procedure. Reportedly, all steps performed correctly until the clip misfired. The location is unk. A small hematoma 4 to 5 cm developed which was controlled with pressure. Hemostasis was achieved using manual compression. There were no adverse pt effects reported. Through requested, no additional information was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. The device was received. Investigation is not complete.